Manufacturer narrative:
The initial MDR 3010825766-2019-00009 was filed on august 9th, 2019. Updated information: the service agency has corrected the mechanical misalignment on the first cobas 8000 interface module on july 12, 2019 and then on the second cobas 8000 interface module on august 13th, 2019. The cobas 8000 interface modules are both working according to specification. Based on the root cause analysis it has not been identified the need of any corrective action on the field, so no recall will be submitted.

Manufacturer narrative:
The analysis of the impacted cobas 8000 interface modules showed that there was a mechanical misalignment of the rack lane translator which caused the rack to hit the barrier at the end of the transport lane when the rack reached the analyzer input lane. The impact could cause sample spillage. The service personnel corrected the mechanical misalignment. The interface modules are now performing according to specifications. Based on the root cause analysis it has not been identified the need of any corrective action on the field, so no recall will be submitted.

Event description:
The customer reported several cases of sample spillage from the tubes loaded into the racks inside the cobas 8000 interface modules. Since all the sample tubes loaded in the same rack are uncapped the spillage may lead to a cross-contamination.